Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device would not go into sync mode. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 updated. This report was inadvertently submitted. Reports of this nature have no potential for clinical impact. The device was returned to zoll medical corporation for evaluation. The reported issue was confirmed. During review, it was found that the "enable remote sync" setting was turned off. This setting must be enabled for the defibrillator to receive sync signals from an external ECG source via the sync in port. The customer was informed that thsi was related to a configuration setting on the device. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device sync in/out is not working. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.